Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that while the patient was at home, his power module was randomly alarming. The patient reported that when the power module patient cable connection at the power module was "jiggled" the alarming stopped. The patient reported to the clinic and pump stoppages were found in the patient's event history. The patient stated that he did not hear the system controller alarm and that the controller was never checked for any visible alarms. The patient did not check the power module for any visible alarms either. The patient reported that he was walking across a room carrying the power module while it was connected to ac power when the alarms occurred. The hospital staff suspected that the alarms may have been the ac fail alarm due to a loose power cord connection. The patient's power module patient cable and system controller were exchanged. The patient remains ongoing.

Manufacturer narrative:
The usage of the returned power module 14 volt patient cable (lot # 34756240210; mfg date august 2010), is not known to the manufacturer as the patient cable is not labeled for single use. The power module patient cable and system controller were returned for evaluation and the report of alarms from the power module was confirmed during the evaluation. Visual inspection of the 14 volt power module patient cable revealed six bent pins at the end of the cable that connects to the power module. After a couple attempts, the patient cable was able to be fully seat within the test power module. The power module patient cable was functionally tested with a test pump and the pump operated as intended. The test pump was also operated solely on either power lead without issue. The patient cable was tested for any continuity issues and the results of the test did not reveal any discrepancy. The analysis of the bent pin formation indicated a force that bent the pins outwards. The system controller was functionally tested and it was determined that the system controller operated as intended. The log file from the system controller was reviewed and the events captured were consistent with an interruption in power to the system controller. The voltages recorded prior to and following the power interruption suggested that the controller was connected to the power module at the time of the event. The damaged identified to the power module patient cable, combined with the events contained in the system controller log file, suggested that the power module patient cable was snagged/pulled from the power module, interrupting power to the controller, which resulted in the power module sounding an alarm as reported. No further information is available. The manufacturer is closing its file on this event.